Manufacturer narrative:
Intraprocedural: heparin, clopidogrel and aspirin. Post-procedure: clopidogrel and aspirin. The product is not available for evaluation. This is one of two products used in the same patient and reported under manufacturing report numbers 9616099-2010-00666 and 1016427-2010-00100. Additional information will be submitted within 30 days from received.

Event description:
The information received from the (B)(4) study indicated that the patient was admitted symptomatic with a 95% stenosis in the ostium of the right internal carotid artery. The lesion was eccentric, with severe calcification and tortuosity. A 10 x 40mm precise pro rx was deployed with no malfunction or associated major adverse event. An angioguard rx was successfully deployed and retrieved; however, a neurological deficit appeared during removal of the angioguard. The physician had indicated that towards the end of removing the angioguard, the patient's face was drooping. The event was diagnosed as an ischemic stroke with partial recovery and minor residual symptoms. There were no technical difficulties removing the angioguard. The lesion was not pre-dilated and there was no dissection. The lesion was post-dilated with an aviator balloon. There was no difficulty capturing the filter basket into the capture sheath. There was no debris in the filter basket after removal. The user did not feel that debris from the filter basket escaped during withdrawal. The filter basket was not suctioned prior to being withdrawn into the capture sheath. There was no thrombus noted pre or post-deployment. The event was reported to be related to the cordis product and index procedure.

Manufacturer narrative:
Information via the (B)(4) registry indicated that during a precise carotid stenting procedure with use of an angioguard the patient experienced a neurological deficit with indicated diagnosis of ischemic stroke. There was partial recovery and minor residual symptoms. The event occurred during removal of the angioguard. It was indicated as related to the cordis product and index procedure. The information received from the (B)(4) study indicated that the (B)(6) female was admitted symptomatic with a 95% stenosis in the ostium of the right internal carotid artery. Baseline nih and rankin stroke score were 0 at pre-procedure examination. The reference diameter was 5.0mm. The lesion length was 30mm. The lesion was eccentric, with severe calcification and tortuosity. A 6mm angioguard rx was successfully deployed without technical difficulty. The lesion was not pre-dilated. A 10 x 40mm precise pro rx was deployed with no malfunction or associated major adverse events. The lesion was post-dilated with an aviator balloon. Final stenosis was 10%. A neurological deficit appeared during removal of the angioguard. The physician had indicated that towards the end of removing the angioguard, the patient's face was drooping. The event was diagnosed as an ischemic stroke with partial recovery and minor residual symptoms. There was no difficulty capturing the filter basket into the capture sheath and no technical difficulties removing the angioguard. There was no debris in the filter basket after removal. The user did not feel that debris from the filter basket escaped during withdrawal. The filter basket was not suctioned prior to being withdrawn into the capture sheath. There was no thrombus noted pre or post-deployment. The patient was discharged three days post procedure with no documentation of nih or rankin score. Antiplatelet therapy included clopidogrel pre/post/intra procedure and at discharge and aspirin pre/post procedure and at discharge. The angioguard is not available for analysis. Per lake region report, lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 05405949 (lake region packaging lot number # 05405949 is cordis lot number 70209528). (B)(4). The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Ischemic stroke is a known potential adverse event associated with the carotid stent implantation procedure. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event. During interventional procedures, the devices are advanced and withdrawn through accessory arteries to treat the target lesion. The physical manipulation of the arteries may result in embolization of debris from the intimal layers of these arteries. Review of the information suggests that vessel / lesion characteristics and procedural factors may have contributed to the reported event. Therefore, no corrective actions will be taken at this time. This is one of two products used in the same patient and reported under manufacturing report numbers 9616099-2010-00666 and 1016427-2010-00100.